Manufacturer narrative:
The device was received and evaluated. The exposed portion of soft cannula for the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported the patient's blood glucose (bg) rose to 16.5 mmol/l (297 mg/dl). The pod was worn on the patient's leg for between 36 and 48 hours. As treatment, a new pod was applied.